Event description:
Pt had replacement of the 1st carpal metacarpal joint in the right hand with a silicone implant. By december of 1983 there was suspicion of reflex sympathetic dystrophy and by january 1994 had full blown rsd in the right hand. Physical therapy followed for many months and two courses (january 9, 1984 and march 7, 1984) of stellate ganglion blocks in conjunction with rigorous physicial therapy. In spite of therapeutic interventions the hand suffered end-stage rsd.